Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified sensor issue occurred. It was reported by the reporter that the unknown patient experienced an unknown sensor issue which occurred on an unspecified day after the sensor was inserted (sensor location not specified). Date of event is an approximation. On (B)(6) 2024, the reporter stated her friend¿s dexcom ¿failed¿ and would not connect with his insulin pump (brand not specified). As a result, the patient was taken to the emergency room with a blood glucose meter reading of ¿over 600 mg/dl¿. The reporter stated, ¿he had a life-threatening event because dexcom didn't signal his insulin pump that he needed insulin.¿ no other patient or event details were available. The reporter stated she only knew her friend¿s first name, therefore, dexcom did not have any patient information available to contact the patient for follow-up. The reporter was asked to have the patient call dexcom to report the issue, and so additional details could be confirmed. The patient has not been called in as of this medical review. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.